Event description:
A malfunction was reported on the pump, which was not preceded by any notable events. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.